Event description:
Pt was a (B)(6) male with a left middle cerebral artery (mca) m1 occlusion. One pass was made with a merci retriever v 2.0 firm. Pt had a thrombolysis in cerebral infarction (tici) score of 2b after procedure. A dissection at internal carotid artery (ica) occurred during procedure. The dissection was confirmed with a MRI post procedure. Tissue plasminogen activator (t-pa) was not administered to the pt during procedure. Two stents were placed for the treatment of the dissection. Physician believes that the dissection was caused by the tip of the bgc, 8f x 95 cm. Physician cited vessel tortuosity and the size of the bgc as the causes of dissection. Physician stated that he/she usually uses a 6f guiding catheter for treatments like thrombus resolution and thinks that more attention is needed in procedures with the merci devices.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 firm device could not be reviewed.